Event description:
Information received from the field does not address the patient's clinical status but notes that the patient presented for a routine follow-up with an atrial pulse amplitude of 4.0 v and showing loss of capture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative